Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax, which required chest tube placement and hospitalization. The target nodule was about 1.3 centimeters (cm) in size and attached to the pleura in the right apex. Mid-procedure, a pneumothorax 50% in size was identified via cios spin. The procedure was aborted, and a chest tube was placed to address the pneumothorax. The chest tube was removed in less than 48 hours. The patient was hospitalized for 3 days and then subsequently discharged home. The physician reported that the pneumothorax was an anticipated complication of the procedure, and it would have likely occurred via another modality due to the target nodule location. Other causes were attributed to the patient¿s significant emphysema and status as an active smoker. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review at this time.